Event description:
The manufacturer received information alleging a ventilator failed to record pressures and did not ventilate correctly. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. Clinical pressure alarms were observed. There were no error logs available for downloading. A failure of the device's active exhalation control module was observed. The active exhalation control module was replaced to address the issues. The device was tested and passed all final testing.